Event description:
It was reported that under the endoscopic adenoidectomy and bilateral tonsil, low-temperature plasma partial fusion, the wire of the wand was broken at the beginning of the operation, the wand melted the tonsils. And it could not be used. No delay and a back up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. An e-4 error will occur if the generator senses that there may be a wand short or power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. The power spike could be the result of a wand short within the device or the wand striking a conductive surface with the electrode. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.